Event description:
It was reported that the 9800 system continued to beep after x-ray button released. System did not appear to be making x-ray since image on monitor did not refresh and x-ray light did not go on. System rebooted and no further issues noted. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.